Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that there were multiple kinks along the outer sheath. A functional evaluation of the device was attempted and found that the needle would not extend from the sheath. The inner sheath and hub were removed from the outer sheath and hub. The inner hub was kinked/collapsed adjacent to the hub and had multiple kinks along its length. The needle was present and attached. Most likely the working length of the device became kinked during the procedure. When the working length of the device is kinked while the inner hub is actuated, it can cause the inner sheath to kink at the distal end of the inner hub. Once the kink is created near the inner hub, the inner sheath loses column strength and can no longer extend the needle. The reported event that the needle detached from the device was not confirmed. A lot history search was performed and found no other complaints against lot number 13505858. Due to the finding that the needle was present and attached to the inner sheath, this is no longer a reportable event.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle was used during a mucosectomy procedure performed on (B)(6), 2010. According to the complainant, after injection of the sclerosing agent, the needle broke inside the transverse colon, and "it is probable that a part of the device remained inside the patient". The procedure was completed with this device. At the conclusion of the procedure, the patient's condition was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle was used during a mucosectomy procedure performed on (B)(6), 2010. According to the complainant, after injection of the sclerosing agent, the needle broke inside the transverse colon, and "it is probable that a part of the device remained inside the patient". The procedure was completed with this device. At the conclusion of the procedure, the patient's condition was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Based upon the investigation results, this event has been deemed a non-reportable event; the needle of the device was present and attached.